Manufacturer narrative:
Correction: catalog number. Only one battery out of the two mentioned in the event narrative was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. This is one of two reports (3007042319-2015-01388 and 3007042319-2015-01389) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01388 and 3007042319-2015-01389) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that switching of batteries was noted. Two batteries were exchanged. No further information is available at this time. The investigation is in process. This is report 1 of 2.